Manufacturer narrative:
Sample was received for investigation. Visually inspected at a distance of 12" to 16" under normal conditions of illumination according to procedure. No damage, slits or discrepancies affecting the performance of the sample were detected during the visual inspection. Functional test was performed for accuracy to look for unusual function. Samples passed the accuracy test, the reported failure mode is not confirmed. The root cause cannot be determined since the complaint was not confirmed since the samples were tested and successfully passed. No corrective actions are required since the complaint was not confirmed. There will be continued monitoring this failure condition in this product for future escalation.

Manufacturer narrative:
Additional information received on 4-jan-2023 via email and attached to complaint object: customer stated that lot number of the line was not recorded. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported by the patient that when he went to change his antibiotic bag, he had a lot remaining. Nurses drew back remaining fluid in bag, to find that 160ml remained. Total labelled bag volume was 288mls (under infusion). Nurse changed bag and tubing (assuming this was the issue). When the patient followed up again, nurse noted that there was again a lot of medication remaining in the bag (120mls). Pump was checked by biomed and found no issue. Sets saved for inspection. No serious patient harm was reported. Additional information received on 28-dec-2022 via email and attached to complaint object: customer provided sample return contact details. They will return the sample under mdip 24256/cc-0181208, cc-0181214 and mdip 25969 together for a total of 3 sets. Patient details not available.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Lot number is unknown.

Manufacturer narrative:
Email address: (B)(6).corrected data: h10 no lot number was provided; therefore, a history record review could not be conducted.